Event description:
Caller reported potential false positive troponin (tni) on the triage cardiac panel compared to another triage cardiac panel. A (B)(6) old male went to the emergency department (ed). His initial condition was cellulitis rle, hypoxia and pneumonia. It was not know if he was admitted. Patient's samples were collected at 19:50 and testing was done immediately after each collection. Sample type collected was whole blood edta. EKG's were normal. No invasive procedure performed since overall clinical assessment of patient did not correspond to results. No lab confirmation performed.

Manufacturer narrative:
Investigation pending.